Manufacturer narrative:
Corrected fields : e1 ( event site city). Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer checked the machine and found that the screen ribbon cable had a problem. Initially, the problem was fixed by cleaning the ribbon cable connector and plugging it back in tightly. The machine could be turned on and the screen could be seen as usual. Test run the machine and it worked normally. Note: it was recommended that the hospital replace the ribbon cable as this symptom may reoccur. Provide a quotation for a new ribbon cable to the hospital later.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Updated fields: b4, e1(event site name), g3, g6, h2, h6(investigation findings, component codes, investigation conclusions). A getinge field service engineer checked the machine and found that the screen ribbon cable had a problem. Initially, the problem was fixed by cleaning the ribbon cable connector and plugging it back in tightly. The machine could be turned on and the screen could be seen as usual. Test run the machine and it worked normally. Note: it was recommended that the hospital replace the ribbon cable as this symptom may reoccur. Provide a quotation for a new ribbon cable to the hospital later. Fse replaced the display to video receiver cable. Tested the device; it was working normally.

Event description:
N/a.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) screen doesn't turn on and screen went black due to that screen couldn't be seen. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
Due to character restriction in block e1: event site name, address, and city: (B)(6). A supplemental report will be submitted upon completion of our investigation.